Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of "swelling, redness and lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema and skin irritation: "undesirable effects; the pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported 3 months after injection in marionettes with unspecified juvederm (tm) voluma(tm) pt developed swelling, redness, and lumps. Pt treated with hyaluronidase. Symptoms are ongoing.

Event description:
Additional information: patient was injected with juvéderm¿ voluma¿ with lidocaine. Symptoms have resolved.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported 3 months after injection in marionettes with unspecified juvéderm¿ voluma¿ patient developed swelling, redness, and lumps. Patient treated with hyaluronidase. Symptoms are ongoing. Additional information: patient was injected with juvéderm¿ voluma¿ with lidocaine. Symptoms have resolved.